Manufacturer narrative:
Reactivity of d, e, e, s, k and fya antigens were confirmed on retention capture-r ready screen(3), lot r039, used by the customer at the time of the event. The customer submitted samples for investigation testing. Some samples could not be harvested from the tube, so no testing was performed. One sample was negative for antibody screen on an in-house echo; another resulted in no interpretation (equivocal reactions with s+ cells). The samples were tested by tube hemagglutination tests with panoscreen I, ii and iii, lot 07275 using immuadd as the potentiator. The samples only exhibited microscopic reactivity at the antiglobulin phase of testing. Nature of the samples cannot be ruled out as causing the event.

Event description:
Customer reported unexpected negative reactions on the echo. Samples tested on the echo had previous positive reactions in gel, and were frozen at -30 degrees. The samples tested contained anti-fya, -d, -e, -e, -s, and -k. The samples were then thawed and tested on the echo. No other testing was performed on the frozen samples to determine if the antibodies were still demonstrable.